Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a travel coarse error. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case left corner was chipped, both plunger cases were cracked, and missing the plunger case seal and the battery. A review of the event history log (ehl) identified travel coarse error - check clutch/plunger lever. During the functional testing the reported issue was able to be duplicated. There was normal wear of the clutch halves and lead screw, causing clutch halves to slip against lead screw. The root cause of the issue was due to normal wear as the pump was over 5 years old. Replaced lead screw, clutch spring and both clutch halves. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.